Manufacturer narrative:
UDI (B)(4). The actual device was returned for evaluation. The attachment device was evaluated and the reported condition of the device will not attach was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had come apart. It was determined that this condition was due to the degradation of the loctite thread locker adhesion to the threaded mating inner locking mechanism components, causing the bearing stack to come loose and fall out. The assignable root cause of this condition was due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the short attachment device would not attach. During in-house engineering evaluation it was determined that the device had come apart. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.